Manufacturer narrative:
The complaint sample has not yet been received for decontamination and evaluation; therefore, the condition of the product could not be verified. The device history records for the component lot was reviewed. No abnormalities that could have contributed to the complaint were found during the review. The associated lot was released based on the manufacturer's acceptance criteria. A root cause has not been determined. (B)(4).

Event description:
A surgeon reported that air bubbles were present in the aspiration line when performing a vitrectomy procedure. The aspiration procedure was less efficient due to the air bubbles. The product was exchanged and the operation was completed without harm to the pt.